Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog: 301948, lot: 1903191 to investigate for this record. A leakage through the connection between hub of the needle and syringe tip was observed due to a damage in the syringe tip. Bd has concluded that the origin of the reported issue was related to a bad storage of the barrel during production, what damaged the barrel tip, producing the reported issue. DHR showed no indication of the alleged defect. H3 other text.

Event description:
It was reported that the bd¿ syringe with needle leaked before use while pumping liquid in the anesthesia department. This occurred on 80 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the 20ml syringe in the anesthesia department of the inpatient department found leakage during pumping liquid, and could not be used normally. There are many similar situations in the batch."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle leaked before use while pumping liquid in the anesthesia department. This occurred on 80 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the 20 ml syringe in the anesthesia department of the inpatient department found leakage during pumping liquid, and could not be used normally. There are many similar situations in the batch."